Event description:
Procedure type: unknown. According to the reporter: the needle broke off the device. There was no other info given. Operating room time was not extended longer than 5 minutes. The condition occurred on the back table and the pt was not involved.

Manufacturer narrative:
(B)(4).